Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. In addition, also other parts of the implant, especially the wire guard, show signs of fatigue. Hence, it is assumed that the damage found during investigation might be related to improper surgical placement of the implant. The problems given in the patient report (decline in auditory benefit) seems to be congruent with the damage found. After applying pressure to the broken coil wires the implant was performing as specified. This is a final report.

Event description:
The user reported an obvious decline of auditory benefit with the device. The external parts were checked an no issues were reported. The device has been explanted. The user is satisfied with the new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported an obvious decline of auditory benefit with the device. The external parts were checked an no issues were reported. The device has been explanted. The user is satisfied with the new device.